Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot(s) c5erg4000. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, wear debris, metallosis, liner was loose from the cup, greater trochanter avulsion fracture that was cabled, and pain. The cause/time of the fracture is unknown. The stem was noted to be loose and stable, but wasn't revised. No labs were provided for the alleged high metal ions. The stem, cup, and 5 screw are being added to the complaint. The complaint was updated on:6/23/2015.